Manufacturer narrative:
A short test run did show that the heat up of the head was reproducible. For analysis and repair the product was disassembled. The analysis of the parts did show that the ball bearings in the head and the intermediate drive have been worn out. This caused higher friction and therefore increase of temperature. In addition it was found that the back cap had circular grinding marks on the inner side. This shows that it has been used to retract cheek, tongue or lip during the treatment. This kind of use causes that the push button gets pressed, touching inner parts while they are spinning, causing unusual friction and therefore heat up of the push button and later also the head. It is likely that the use as retractor caused a stronger wear of the bearings due to the unusual pressure, friction and the resulting high temperatures. To avoid such issues the user instruction contains already several notes, warnings and requests how to prepare the handpiece for each treatment and how to use it: warning: hazards for the care provider and the patient. In the case of damage, irregular running noise, excessive vibration, untypical warming or when the cutter or grinder cannot be held. -> do not use further and notify service. Caution: burning hazard from hot instrument head or hot instruments cover. If the instrument overheats, burns may arise in the oral area. ->never contact soft tissue with the instrument head or instrument cover the following guidelines must be observed to ensure save use of the electrically driven contra-angle handpieces: >the service instructions for contra-angle handpieces must be precisely following when using kavo spray or quattrocare care systems. > before each use, the contra-angle handpiece must be checked for external damage. > before each use, perform a test run with the contra-angle handpiece, and watch for atypical heating and unusual noise and vibration. > immediately stop using contra-angle handpieces that act unusual. > never press the pushbutton during operation. This also includes lifting the cheek or tongue! To ensure proper function, the medical device must be set up according to the reprocessing methods described in the kavo instructions for use, and the care products and care systems described therein must be used. Kavo recommends specifying a service interval at the dental office for a licensed shop to clean, service and check the functioning of the medical device. This service interval depends on the frequency of use and should be adjusted accordingly.

Event description:
During a standard dental treatment the head of the handpiece heated up but did not cause any injury. Patient complained about heat therefore treatment has been interrupted. Dental office does not recall the patients name hence they can't supply further information about age, gender, etc.